Event description:
Patient care coordinator contacted dexcom technical support on (B)(6) 2015, on patient's father behalf to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient care coordinator did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).